Event description:
Acute mi in 2005 and received tenecteplase at another facility. Transfered here 3 days later. Was catheterized with implant of taxus drug eluting stent (3.0 x 60mm stent) of high grade proximal lad. Pre-stent stenosis was 90% with a post-stent stenosis of 0%. Discharged home 8 days later at 1400. Readmitted at 2100 with a cardiac arrest enroute to the hosp. He was brought to the cath lab emergently with an acute stent thrombosis. The lad was totally occluded at the site of the previous stent. Multiple attempts to pass a guidewire past the stented vessel were unsuccessful. Pt expired 2 days later.